Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that partial stent deployment occurred. The 60% stenosed target lesion was located in the non-tortuous and mildly calcified iliac artery. Following pre-dilation, an 8x40x75 innova¿ stent was advanced ispislateral and stent deployment was initiated. Upon deployment, the physician noted that the stent had not fully deployed from the sheath, only approximately 80% of the stent deployed. An attempt was made to use the pull grip to complete deployment but this was unsuccessful. The stent may have been partially deployed within the introducer sheath, contributing to the inability to fully deploy. The physician removed the stent and delivery system via the introducer sheath. The procedure was completed with balloon angioplasty with a successful outcome. There were no patient complications and the patient¿s status post procedure was fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that partial stent deployment occurred. The 60% stenosed target lesion was located in the non-tortuous and mildly calcified iliac artery. Following pre-dilation, an 8x40x75 innova stent was advanced ispislateral and stent deployment was initiated. Upon deployment, the physician noted that the stent had not fully deployed from the sheath, only approximately 80% of the stent deployed. An attempt was made to use the pull grip to complete deployment but this was unsuccessful. The stent may have been partially deployed within the introducer sheath, contributing to the inability to fully deploy. The physician removed the stent and delivery system via the introducer sheath. The procedure was completed with balloon angioplasty with a successful outcome. There were no patient complications and the patient¿s status post procedure was fine.